Event description:
It was reported the programmer randomly locks up and will not restart. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that after running the programmer for several days, the initial report could not be verified, however, the programmer did randomly have a long boot up time. It was also noted that an error was discovered in the error log, this was related to the link electronic module (lem) board. Analysis also found that both the supply and cooling fan were noisy, the screen drops down part way when placed in an upright position, and the printer drawer was damaged.